Event description:
It was reported that this event occurred in the micu. While the catheter was in place, the user found that the catheter clamp became "loosened during use" and believed that this caused the catheter to "slip off". The catheter migrated out the patient approximately 3cm. As a result, a new kit was opened and used successfully. There was a delay reported, however, there was no harm, complication, death, or injury reported to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).